Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the implant was removed due to fracture. Another implant was placed after removal patient had bone loss as a consequence of the event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation, see attached image a1 in the complaint. Visual inspection of the as returned product identified excessive damage on threads possibly from the removal process and a fracture at the collar section. No pre-existing conditions were noted on the per. The reported device was located on tooth 36 and was used for approximately 2 years and 6 months. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants IFU 4869 rev 9 ¿ 10/19 information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number (63336913). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63336913) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.